Event description:
The medical surveillance specialist (mss) spoke with the pt in 2009 regarding her inaccuracy concern with her onetouch ultrasmart meter. The lay user/pt contacted lifescan customer service six days prior, alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her onetouch ultrasmart meter and to her "dexcom" continuous blood glucose monitor. The alleged inaccuracy issue occurred the previous month. The pt provided the following info about the event that occurred the same day. At 6:36 pm before dinner the same day, the pt tested on the subject meter and got "232 mg/dl." She did not question the reading at the time of the test and admitted that the reading was not abnormally high for her. Based on the result, she took 3 units of novolog and 2 additional units for her dinner. She stated that "right after" she took her insulin, she noticed that her "dexcom" stated that her blood glucose was "100 points lower." Due to the discrepancy in the results, she tested on her other onetouch ultrasmart meter and obtained a "142 mg/dl." She also retested with the subject meter with a different vial of test strips and got "132 mg/dl." These two additional tests were reportedly done within about 10 minutes from the "232 mg/dl" test. The pt denied having any symptoms at the time of concern but decided to drink mango juice around 6:55-7pm to bring her blood glucose levels to "off set" the insulin she had taken. She stated she was scared of her blood glucose levels dropping so she contacted the emergency medical services (ems). The ems arrived at 7:20pm and had the pt have some glucose gel. The ems did not have a meter and was basing the treatment on the pt's "dexcom" device, which indicated that her blood glucose levels were still dropping: the pt was unable to specify the results from the "dexcom." The ems stayed with her for 20 minutes and then left. This complaint is being reported because the pt allegedly obtained an inaccurate high meter reading, took insulin based on the result, and then received medical intervention (glucose gel) from the emergency medical services.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.